Event description:
It was reported via repair work order that the motion interrupt pan was cracked at the patient right head end causing it to engage on the hi-lo cherry switches, which then caused the hi-lo to be inoperable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.